Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a microclave® clear connector. During the early shift, the IV line reportedly leaked into the bed because the clave device was visibly damaged. The patient was receiving infusion of electrolytes and glucose. At the time of the issue. The patient required a blood gas check to check for hypoglycemia. The patient is doing well. This is the only clave so far that has been found to be defective. There are no other details available regarding this complaint/event at this time.